Event description:
It was reported by service report that the power prong was bent and loose.

Event description:
It was reported by service report that nurse call was not functioning to due the nurse call cable being pulled from its connector.

Manufacturer narrative:
The investigation found that nurse call was not functional on this unit, due to the nurse call cable being pulled from its connector.